Event description:
It was reported that a patient underwent a cyst excision on (B)(6) 2022 and suture was used. Three out of six sutures used so far have broken-the needle came off. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: pc- (B)(4) component code: (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the needle pulled off the suture all 3 times. Please provide the date, and procedure name of the additional event. Please indicate how many needles broke during each procedure 3/24/22 and excision of basal cell carcinoma and 2 sutures were broken 3/30/22- cyst excision and 1 suture was broken. Was there any adverse consequence associated with the patient? No. When was the suture broke-the needle came off (in the package, during removal from package, during handling or during use on the patient)? Please specify during use n the patient could you please clarify how many sutures are broken? 3. Could you please clarify how many needles came off? 3. Did the event occur during one or multiple patient procedures? Multiple- 2 different patients. What is the total number of procedures? 2. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. Please provide the lot number: rcmamu. Device return status: I do not have the broken sutures to return as they are in my sharps bin. I can however send the remaining box of sutures. How would you like me to proceed? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/7/2022. H6 component code: g07002 no device return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.